Event description:
It was reported that the field service engineer (fse) contacted the technical support engineer (tse) outside of a procedure and reported that the clinical sales representative (csr) contacted him that when moving system into the operation room and when powered on, the vision tower power button was flashing blue and insufflator is disabled. Onsite was not posting. The tse recommended to power off system and disconnect blue fiber cables and power on each cart individually and determine which cart(s) power buttons continue to blink backlight blue as those carts possibly have a failed common computer controller (ccc). There was no patient involvement.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. The fse replaced the common compute controller (ccc) to resolve the issue. The system was tested and verified as ready for use. The unit was returned for failure analysis, and the reported failure was confirmed and replicated. Upon visual inspection, no issues were found that would be related to the reported failure. The ccc was installed and tested on an in-house eft system, where the component functioned as expected. However, the vsc monitor could not display the full image on the screen, and the vision cart power button continued blinking blue, accompanied by a message stating "insufflator disabled." The system was unable to program, and the psc connected but never completed its operation. The unit was installed into a test bench and powered on using a power supply. When connected to a pc, the tegra module was visible. This unit is confirmed to be bricked per document (B)(4). Based on these findings, failure analysis concluded that the bricked ccc was determined to be the root cause of the reported failure.